Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was found to have a minor pericardial effusion one day post-implant as a result of a small atrial perforation which was confirmed via echocardiogram. The physician reported feeling torque build up as fixation tool was used after approximately 30 turns and suspected the entire lead may have turned causing the helix to just slightly perforate the myocardium despite it being noted that many more turns of the tool would be required to build that level of torque. No intervention was performed and the lead remains implanted and in service. No additional adverse patient effects were reported.